Manufacturer narrative:
Updated data: h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was an injury to the access site and the patient continued to have severe pain in the access site following the procedure. A post-implant bav was performed. Mild paravalvular leak was also reported following the procedure. No clear vascular damage was observed, and follow-up was performed through symptomatic treatment. The patient was hospitalized and treated with aspirin. The patient¿s symptoms gradually improved, the patient was able to walk and was discharged from the hospital approximately two weeks following the procedure. Per the physician, there was a causal link between the adverse event and the procedure, but not the device. No additional adverse patient effects were reported. Additional information was received that 8 months and 24 days following implant of the valve, the patient drowned while taking a bath and subsequently died. The direct cause of death was unknown. Per the physician, it was unknown if the valve and the valve implant procedure caused or contributed to the death.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.